Manufacturer narrative:
Device evaluated by simulated use testing, found open circuit. Device repaired and returned. Maintenance review shows no history related to this issue.

Event description:
Foot lift is inoperable. Unable to move patient to treat second stone.